Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated they started to experience some shocking type symptoms, so they turned the implant off, but they were still getting the shocks throughout their system. They said that every time they went to a certain position it zapped them, like you would get zapped on the tongue from a battery and it was getting worse. They mentioned that their doctor's office told them to contact the manufacturer. The patient reported they had turned the implant off. They noted no traumas or falls related to the issue. They were redirected to their healthcare provider. No further complications were reported or anticipated.